Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Event description:
The user's hearing performance with the device is affected. Despite being requested no further information has been received.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurement is indicative of a possible technical implant failure. However to determine an exact root cause a device investigation of the concerned device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigations of the received parts revealed damages which are most likely related to the explantation surgery. According to the information received from the field the device was not functioning whilst implanted, which was likely due to a damage of the conductor link. However, due to the device's received status an exact location of the damage cannot be confirmed. This is a final report.